Manufacturer narrative:
The insulin pump was not received in manufacture mode. The pump power up properly after battery installation. The pummp was received with operating currents within spec. The pump passed selftest and displacement test. No unable to charge/battery dead alert or battery not compatible alarm noted during testing. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue on a connector. After disconnecting and reconnecting the internal battery connector the pump functioned properly. The pump was received with minor scratches on case, pillowing keypad overaly and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery not compatible. The customer's blood glucose was unknown. The product was returned for analysis.